Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please describe why the device could not be used during surgery. Did the device pass the pre-run testing? Yes. Had the device been activating and then stopped activating? Yes, after the hospital called him about this complaint, the sales rep tested with two different devices a har17f and a har9f. The har17f passed the test well, the har9f didn¿t work. He also verified that the cable was already used before as there were only 3 uses left. Did the generator display an error code or any messages? If so, please describe. Unknown. The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was nonfunctional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the device couldn't be used during the surgery. There were no adverse consequences for the patient reported.